Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen and back separated, after which the screen no longer functioned; the user switched to backup therapy and was advised the ilet would no longer be watertight, with the issue associated with the device display and characterized as a loss of or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the display assembly, consistent with a bonding failure of the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.